Event description:
Customer reported that the output energy when you shock is low. No reported pt involvement. Service rep duplicated reported condition. The device was repaired and proper operation was confirmed.